Manufacturer narrative:
Analysis confirmed the customer comment that the output connectors were broken and it was additionally noted that the keypad window was scratched, the atrial knob would not adjust (intermittently) and that one case screw was contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular ports were broken. The epg was returned for service. There was no patient involvement.